Event description:
It was reported that the user experienced repeated occlusion alerts with an ilet insulin pump while using a teflon infusion set, which was inserted without deploying the inserter mechanism, leading to a bent cannula and suspected improper infusion-site deployment; the user then switched to a steel infusion set after additional occlusion alerts. Symptoms included hyperglycemia with fingerstick blood glucose up to 412 mg/dl. Outcomes included elevated glucose readings requiring site changes and user education. Investigation included troubleshooting and education on correct teflon infusion set insertion technique and assessment of infusion set deployment and connection. Investigation of this case revealed that the infusion set was deployed incorrectly, resulting in delivery interruption and high glucose. It was concluded that user technique caused the infusion set issue and associated hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.